Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked at approximately 5.0 cm from the proximal end. The distal detachment tip (ddt) was separated from the distal polymer of the pusher assembly. The pull wire was within its initial position in the distal detachment tip (ddt). The embolization coil was detached from the pusher assembly. The inner diameter (ID) of the ddt and the outer diameter (od) of the pull wire were within specification. Conclusions: evaluation of the returned pusher assembly confirmed that the embolization was detached and revealed that the pet lock was intact, and the pull wire was within the ddt. If the pusher assembly is forcefully mishandled during use, the ddt may become separated from the distal polymer of the pusher assembly. This will likely result in the embolization coil detaching from its pusher assembly. Further investigation revealed that the pusher assembly was kinked. This kink was likely incidental to the reported complaint. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the pulmonary artery and pulmonary vein using pod packing coils (pod pc). During the procedure, after advancing the pod pc into the target vessel using a lantern delivery microcatheter (lantern), the physician noticed the coil was too long for the vessel; therefore, the physician retracted the pod pc to reposition the microcatheter. However, while retracting, the pod pc unintentionally detached from the pusher assembly and, subsequently, the pod pc became constrained within the microcatheter. Therefore, the physician removed microcatheter containing the pod pc and safely flushed out the coil. It was also reported that a small kink was noticed on the proximal end of the pusher assembly. The procedure was completed using ruby coils and the same lantern. There was no report of an adverse effect to the patient.